Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm after battery change. Customer's blood glucose was 45 mg/dl. Call was dropped and customer was called back; customer reported that insulin pump was working fine.